Event description:
It was reported that the lead had increasing thresholds, some non-capture episodes, and fluctuating impedances. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. It was noted there was blood/body fluid on the proximal conductor (not obstructed) and the outer insulation was breached cut. There was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. It was noted there was blood/body fluid on the proximal conductor (not obstructed) and the outer insulation was breached cut. There was apparent explant damage.